Event description:
Caller reported experiencing a cartridge alarm 20 during the pumping process, which did not cause their blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. The technical support team confirmed no previous reports of this specific alarm with consecutive cartridges and decided to replace the pump. The customer will use multiple daily injections as backup therapy until the replacement pump arrives. They were informed about the replacement, instructed on storage mode procedures, and advised to return the faulty pump using a provided return box and label.